Event description:
The autopulse platform sn (B)(6) keeps shutting down during patient use. No additional information was provided on the troubleshooting steps performed, but no adverse effect was reported.back at the station, the customer tested the autopulse platform with a manikin, and the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The user tried to lift the lifeband but the driveshaft was locked up. The lifeband was removed to clear the ua 45 error, however during the second attempt with a manikin, the ua 45 error displayed again.

Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(6) shutting down and the driveshaft being locked up was confirmed during functional testing. The root cause of the reported complaint was the defective drivetrain motor, likely due to a defective component, as the drivetrain motor was replaced in september 2020. The reported complaint of the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during the archive data review and functional testing as a result of a failing drive train motor. During visual inspection, the platform was examined, and found a cracked front enclosure, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The front enclosure was replaced to address the physical damage. A review of the archive data showed multiple (ua) 45 error messages, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the archive data showed the same date for all events. The root cause of the corrupted dates in the archive could not be conclusively determined, however, an unexpected shutdown of the device could be the cause of the archive data corruption. To address the observed issue the latest firmware was re-installed. The autopulse platform failed initial functional testing as the device displayed the (ua) 45 and stopped compressions, thus confirming the reported complaint. The inspection found the brake gap to be seized, not allowing it to open or be adjusted. Therefore, the drivetrain motor was unable to rotate (initiate compression). The storage condition of the platform is not known, however, the customer is in florida, which is a high-humidity location. The platform's archive data was corrupted, so zoll cannot conclude whether the customer performed daily checks. Performing daily device checks per the zoll user manual and storing the device in a location with low humidity will reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from corroding and seizing. The failed drivetrain motor was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good-known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).